Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and two test strips were returned for investigation. The returned test strips and one retention test strip were measured with the returned meter with liquid qc of a high level. Testing results (qc range = 2.7 - 4.1 inr): returned strips: qc 1: 3.3 inr, qc 2: 3.3 inr. Retention strips: qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer stated they have apa syndrome. Per product labeling this may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Relevant retention test strips (lot 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 9:35 a.m. The meter result was 2.7 inr and at 9:35 a.m. The laboratory result was 4.2 inr. At 9:35 a.m. A non-roche meter result was 3.7 inr. The patients therapeutic range is 2.3-3.2 inr and tests once every two weeks. The patient is good today.